Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors for the suture being loose prior to deployment include but are not limited to inadvertent manipulation of the lever or the suture was pulled unintentionally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6- estimated date.

Event description:
It was reported this was a closure using the pre-close technique via a 12f sheath hole prior to an ablation procedure. Reportedly, as the proglide device was being advanced over the wire, it was noted that the suture was already out of the device, it was loose at the area where the black sheath meets the guide. The ablation procedure was completed. Hemostasis was achieved with a non-abbott device. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.